Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted prior to full actuation, which resulted in the tissue bag falling off the metal supports. Based upon the initial description of the event, the event was not reportable as it was deemed unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable due to the exposed metal supports. This report is combined initial and follow-up report.

Event description:
Procedure performed: lavh. Event description: [facility]. The surgeon pushed the thumb ring forward to deploy the bag, but it fails to deploy and falls out of the sheath. There is no impact to patient. User replace with a new one to complete this surgery. Product is available for return. Additional information received on 06jul2023 via email from [name], [facility] purchasing: the actuator was pushed forward, retracted, and then deployed. Additional information received on 27nov2023 via email from [name], [facility] purchasing: the bag completely dropped off the supports. Intervention: user replace with a new one to complete this surgery patient status: fine.